Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center had an error e333, and the touch panel was not responding. The power was turned off, the device was restarted, and the procedure was completed with the same device. The issue was found during an emergency surgery. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation while visible within the error log, was not confirmed due to not being reproduceable. The device evaluation found no other abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.